Event description:
Related manufacturer reference number: 1627487-2023-02633. Related manufacturer reference number: 3006705815-2023-03488. It was reported that the patient experienced discomfort at the ipg and anchor sites following significant weight loss. Surgical intervention occurred on (B)(6) 2023 during which the ipg and anchors were explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.